Event description:
The customer indicated that "after sterilization, it was found that the cable was stuck to the sterilization package. On retrieving the cables was found to peel off exposing the copper wires."